Event description:
It was reported that pulse generator battery data was not exhibited with interrogation, and device tests could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.